Manufacturer narrative:
The manufacturer did not receive devices for review. Twelve x-rays and surgical reports of implantation and explantation were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a as inverse humeral pe-inlay 40-0 on the left side on (B)(6) 2015 : te patient was revised on (B)(6) 2016 due to pain and loosening. It was stated that the patient complained of sudden pain in the shoulder and it was found in the x-rays that the glenosphere was no longer sitting on the cone of the base plate.

Manufacturer narrative:
Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Device history records (DHR)review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: the per states that the patient complained about sudden pain in the shoulder. The radiographical investigation showed that the glenosphere was no longer connected to the cone of the base plate. Review of received data - ap x-ray taken on (B)(6) 2015 shortly after the implantation surgery compared to ap x-ray taken on (B)(6) 2016 shortly before the revision surgery: it is clearly visible that the glenosphere¿s axis is no longer aligned with the axis of the baseplate which could indicate that the glenosphere is dislocated. - the surgical notes from implantation and revision surgery were received. The notes of the implantation surgery performed (B)(6) 2015 did not reveal any information that would have an influence on the conclusion of this case. The notes of the revision surgery performed on (B)(6) 2016 confirmed a dislocated glenoid head which could be retrieved manually. The humeral cup and insert were also removed without any difficulties. The glenoid baseplate was left in situ and the new components were implanted. - the implant stickers from the implantation surgery were received. Devices analysis - visual examination: the humeral cup shows some slight scratches and indentations probably deriving from the revision surgery. Nothing else can be reported about the humeral cup. The articulation surface of the polyethylene insert was gold sputtered for better visualization. It shows some slight scratches and an abrasion zone next to the rim. The abrasion zone is approximately 15 x 10 mm and has a rough appearance. In the middle of the abrasion zone a deep crease can be observed. The anchoring side of the insert is inconspicuous. Root cause analysis the dislocation reported on the glenosphere could be confirmed on the x-rays. The returned humeral head and humeral insert were also revised with the glenosphere. The glenosphere is investigated as part of another complaint case by zimmer inc. (B)(4). No dislocation for the humeral head or humeral insert. Conclusion summary: the anatomical shoulder reverse system was revised after approximately 5 months in vivo due to sudden pain. Radiological investigation showed a dislocation of the glenosphere. Based on the observations made from evaluating the x-rays it could be concluded that the connection between the glenosphere and the baseplate became loose during time in vivo. Based on the retrievals and information at hand the reason for dislocation of the glenosphere stays unknown. The abrasion zone and the deep crease observed on the articulation surface of the polyethylene insert are assumed to have developed as a concomitant phenomenon after the dislocation of the glenosphere due to contact of the glenosphere¿s rim with the insert. The base plate was left in place while the glenosphere is investigated as part of another complaint case by zimmer (B)(4). The returned humeral cup (winterthur design) did not show any sign of failure or malfunction which could led to the dislocation. Only slight scratches and indentations probably deriving from the revision surgery could be detected. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).